Event description:
N/a

Manufacturer narrative:
Trackwise # (B)(4) updated section: g4, g7, h2, h6, h10 analysis of production: ((B)(6)) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure mode. Historical data analysis: ((B)(6)) there were 1 additional similar complaint(s) reported for the reported failure mode and the reported lot number. A review of the product complaint trend data was performed for the months of (apr 2021 ¿ through ¿jul 2021). The review does not identify an increasing trend or an adverse trend for three consecutive months for the product family and the failure mode. Trend analysis: ((B)(6)) the overall 24 month product complaint trend data for the period aug 2019 through jul 2021 was reviewed. There were no triggers identified for the review period. Communication/interviews: ((B)(6)) communication/interviews were performed to obtain all possible information.

Manufacturer narrative:
Trackwise ID # (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2 (w/ vasoshield), they stated that the jaws on the device separated towards the end of the case. Heater wire was detached-no insulation peeling. In order to finish the case, they had to open another kit to finish the case. No patient affects.